Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a uterine binding procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Evaluation summary: the actual sample was returned for evaluation. During the visual inspection of sample, the swage and the attachment area were as expected. The suture pieces were examined and present body fluids, several damaged (dent) along of strands and the ends were cut that appears to be by the use of a surgical instrument could be observed. Also, as the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of sample received, the assignable cause suggests an improper handling of the sample.